Manufacturer narrative:
Insulin pump had a damaged battery cap coin slot noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
The customer's mother reported that the battery cap on the insulin pump could not be removed. A coin and screwdriver were used to attempt removal of the battery cap, however, it was unsuccessful. The customer's mother stated that the battery cap became too stripped to remove. The customer's blood glucose was 162 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.